Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% restenotic lesion was located in the severely tortuous and severely calcified left radial artery. The physician advanced the 3.0mmx40mmx145cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 10atms. On the second inflation the balloon was inflated to 12atms for approximately ten seconds and ruptured. The device was removed intact. No complications were reported and patient status is good.

Manufacturer narrative:
(B)(4). The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).